Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during maintenance, the high flow insufflation unit exhibited insufflation does not stop even if gas cylinder is empty. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: h6 (impact code). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: gas leakage from the first pressure reducer, gas leakage from d-tube(insufflation tubes) and s-tube, stain in each tube (a-tube, b-tube, and c-tube(connecting tube )). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: manifold unit failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.